Event description:
A customer had reported a previous incident of high blood glucose levels, which required a visit to the emergency room and subsequent hospitalization in the intensive care unit on (B)(6) 2025 with a blood glucose level of 873 mg/dl with trace ketones. Reportedly the customer was using off label insulin as well as cold insulin. Tandem technical support educated the customer on approved insulins as well as insulin labeling. The situation was resolved with intravenous saline and insulin treatment, and the customer was released from the hospital without any permanent damage the following day.